Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the (B)(6) of peritonitis with culture positive pseudomonas in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The nurse reported the cause of the peritonitis was due to the patient's behavior. The consumer reported the cause of the peritonitis was from using a hot tub. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering. Pd therapy was ongoing. The nurse reported the event was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e29039, h11e07035, h09i21099 with no issues noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).